Event description:
It was reported that a device twist occurred. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. Before performing the third ivus, air was checked by turning on the motor drive outside the body after flushing, but an unusual resistance was encountered. Upon removal, the wire was found to be twisted and bent. The distal tip of the device was not caught onto something. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. A visual examination revealed that the sheath and the imaging window were kinked, and that the imaging window was twisted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The telescope assembly was able to properly pull back, advance, and retract. Review of a photo was provided by the client showed the imaging window twisted.

Event description:
It was reported that a device twist occurred. An opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. Before performing the third ivus, air was checked by turning on the motor drive outside the body after flushing, but an unusual resistance was encountered. Upon removal, the wire was found to be twisted and bent. The distal tip of the device was not caught onto something. The procedure was completed with another of the same device. No patient complications were reported.